Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified left common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Although the devices were successfully flushed prior to the procedure, reportedly, there was no arterial back flow from the marker lumen with both devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.